Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported the insulin pump was cracked on the side. Customer's blood glucose was unknown. The device was dropped and it felled down the stairs. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.